Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred when customer sits in a chair. Customer's blood glucose level reached 400 mg/dl which was addressed with manual injection and correction bolus via the pump. Customer cleared the alarms and resumed insulin delivery.